Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. This is pending repair completion. Patient information and event date were requested, but no response received from customer.

Event description:
The customer reported that the ventilator will not power on. The customer reported that the unit was in use on patient, but there was no patient arm reported.

Manufacturer narrative:
The field service engineer replaced the power management board and charge the battery to address the reported problem. Patient information and event date were requested, but no response received.

Event description:
The customer reported that the ventilator will not power on. The customer reported that the unit was in use on patient, but there was no patient harm reported.